Event description:
It was reported that the stent was dislodged. A 2.75 x 38mm synergy xd stent balloon was selected for use. However, when the device was removed from the packaging, it was noted to be partially dislodged from the balloon. The procedure was completed with another of the same device. There were no patient complications reported as the event occurred outside the patient.

Manufacturer narrative:
The synergy xd mr ous 4.00 x 38mm stent delivery system (sds) was returned to the complaint investigation site for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. Stent struts were damaged and pulled from mid-section over the distal balloon cone and bumper tip of the device. Multiple kinks were identified along the hypotube shaft. No other device issues were identified during returned product analysis. Based on the event description it is likely that an excessive force was applied to the device while removing the stent protector. Instructions for use states to 'remove the product mandrel and stent protector by grasping the catheter just proximal to the stent protector, and with the other hand, grasp the distal end of the stent protector and gently remove." The stretching along the shaft polymer extrusion is evidence that the excessive force was applied while removing both the stent protector and product mandrel. The unreported hypotube kinks most likely occurred as a result of an unintentional use error and likely occurred during repackaging for return.

Event description:
It was reported that the stent was dislodged. A 2.75 x 38mm synergy xd stent balloon was selected for use. However, when the device was removed from the packaging, it was noted to be partially dislodged from the balloon. The procedure was completed with another of the same device. There were no patient complications reported as the event occurred outside the patient.